Event description:
It was reported that approx three mos post op, a revision surgery was performed to replace two broken rods and a loose pedicle screw. It was also reported that dominos and luque wires and hooks were used. Pt is a post mva paraplegic.